Event description:
It was reported that the cot height cannot be adjusted. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The user facility did not make the product available for further evaluation and no details were provided regarding a completed repair/evaluation.

Event description:
It was reported that the cot height cannot be adjusted. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.